Event description:
It was reported that the patients stimulator was randomly shocking on the site opposite the implantable pulse generator (ipg), although the sensation appeared to originate from the battery area. It was also mentioned that the patient was experiencing inadequate relief. It was also noted that the ipg was protruding out of the back and moves within the pocket and extremely loose in the pocket.